Manufacturer narrative:
Evaluation of the returned velocity confirmed the device was fractured in two locations on the proximal shaft. If the device is manipulated against resistance, damage such as kinks and subsequent fractures may occur. The internal coil winds were missing within the fractured segment of the velocity. Evaluation of the returned non-penumbra catheter revealed the device was kinked near the hub. This damage may have contributed to the velocity fracture during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the left middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc), a velocity delivery microcatheter (velocity), a non-penumbra catheter, a non-penumbra stent retriever and a guidewire. During the procedure, the physician made two passes with 4maxc, velocity and stent retriever by using solumbra technique. The physician then decided to use a non-penumbra catheter with the same velocity and the stent retriever. The first pass was completed without any issue; however, during the second pass, the stent retriever would not advance into the velocity. Therefore, the physician decided to retract the stent retriever; however, the stent retriever became stuck. After multiple attempts, the wire of the stent retriever came out, but the stent retriever remained stuck in the velocity. The physician then removed the velocity from the catheter. Upon removal, it was noticed that the velocity had broken about 10" from the catheter hub. The remaining piece of the velocity and the stent retriever stuck within the velocity were subsequently removed from catheter by applying aspiration to the catheter without any issue. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace 68), a non-penumbra microcatheter and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.